Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. At time of this report, customer's most recent blood glucose was 146 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive esc, act and up buttons due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.